Event description:
It was reported that a retractor pin broke intra-operatively. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings corrected information in h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned general instrument retractor fixation pin ((B)(4) ) for the failure of fracturing during surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection visual inspection reveals that the pin is fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles that could have weakened the device, leading to failure during this case. It's also possible off axis forces were applied during this case that could have been strong enough to overcome the material properties of the instrument, leading to fracture. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a retractor pin broke intra-operatively. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a retractor pin broke intra-operatively. No further information was provided.